Manufacturer narrative:
Lot#: the lot number was reported as dr20104025; which is not a valid baxter lot number. Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in an intravia container. After compounding with 10mcg/ml of fentanyl citrate in 0.9% normal saline, four extrinsic (particles which are introduced from foreign or external sources) particles and six intrinsic (particles associated with the product) particles were observed inside the bag. A visual inspection of the bag was not performed prior to compounding. The device was used in conjunction with the baxter repeater pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h10. H10: even though the sample was evaluated by an external lab, the baxter haina facility did not receive the sample to perform an evaluation of the intravia container(s) to establish if particulate was in the bag and/or determine the type of particulate. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.